Event description:
Using hollister apogee plus urinary catheter system and lubricant is dried or sticky and is causing urethral irritation and pain. Tried using additional lubricant but still occurs. Contacted manufacturer and given no help. FDA safety report ID# (B)(4).